Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm and button error alarm. The customer's mother also reported that they had issues with keypad. The customer's blood glucose was 146 mg/dl at the time of incident. The customer's mother stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive act button due to moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.